Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not receiving the proper amount of stimulation and does not feel like he's being stimulated properly. The patient got a rechargeable ins implanted last tuesday and no one had been in contact with him since. As far as the patient knows, the ins is not even turned on. The patient wanted the contact information of his manufacturing representative so he could learn how to use the recharger in person. The patient mentioned his age and that he is losing his memory. The rep was contacted and she reached out to the patient. Additional information was received from a manufacturer representative (rep) on 2020-mar-05. It was reported a manufacturer representative (rep) saw the patient on monday and the patient has since made an appointment to see their neurologist on (B)(6) for additional programming to help resolve the issue. The patient thinks they are still receiving therapy, but needs an adjustment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was supposed to see neurologist tomorrow for programming. They were receiving normal therapy and only needed an adjustment.